Event description:
A cartridge change error was reported with the customer's pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Initially, the customer followed troubleshooting steps with technical support, but they were unable to load the cartridge successfully. It was later discovered that the customer had mistakenly removed the ring around the push rod. Customer service replaced the pump, and the customer was advised to use multiple daily injections as a backup therapy until the replacement arrived. They were informed that the new pump would have updated software, and instructions were provided for the return of the faulty pump.